Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was contacted via phone call to follow-up battery issue with the insulin pump. Customer's parent reported the insulin pump had a recurring replace battery now alarm without low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed everyday. Customer was advised they may continue to wear the insulin pump until replacement arrives. The product will be returned for analysis.